Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a false pause episode was sensed by the implantable cardiac monitor. It was noted that at times, r-waves were not sensed. The device was reprogrammed. The pause episode was not reproducible.